Event description:
It was reported that a display issue occurred that affected the customer's ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.